Manufacturer narrative:
This report is based solely on device return and analysis. No information to suggest a device-related adverse event or product problem was received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) the proximal segment of the lead was returned, analyzed and there was an outer insulation breached environmental stress cracking. It was noted that all conductors were distorted, there was blood/body fluid on all conductors (not obstructed), the outer insulation had cosmetic environmental stress cracking and all insulators were breached cut.

Event description:
A lead was returned to the manufacturer from a competitor. The lead was removed after the patient died and subsequently tested out of specification. Additional information obtained from the clinic noted that the last check was six months before patient's death and lead was functioning normally. The cause of death has been requested but is not available.